Manufacturer narrative:
It was reported that the d850 table in operating room 19 allegedly leveled on its' own during a procedure. A stryker field service technician (sfst) was dispatched to investigate. Upon arrival, the sfst performed a visual inspection as well as a mechanical evaluation utilizing the hand pendant. The hand pendant, serial number (B)(4), was found to be damaged and removed from service. Once a different hand pendant was used, the table functioned properly. There was no injury or adverse consequence reported.

Event description:
It was reported that the d850 table in operating room 19 allegedly leveled on its' own during a procedure. There was no injury or adverse consequence reported.

Manufacturer narrative:
The table catalog number has been corrected per the investigation to ot 1702075 operon d850, w/split leg control, USA.

Event description:
It was reported that the d850 table in operating room 19 allegedly leveled on its' own during a procedure. There was no injury or adverse consequence reported.